Manufacturer narrative:
After battery installation, the device powered up with a blank display due to heavy corrosion and even rust just about every where inside. Unable to perform the displacement, and self tests due to the blank display. Device received with a crack on the battery tube one which starts at the corner of the belt clip rails and the other that runs horizontally near the bottom.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had exposed to fluid. Customer¿s blood glucose level was unknown. Customer reported that the type of moisture exposure was went swimming with insulin pump. Customer stated they do hear fluid when shaking the insulin pump. The insulin pump will be return for analysis.